Manufacturer narrative:
Article citation: ferrufino-schmidt, maria, duenas, daniela, parra, edwin et al. Pd-l1 and cd8 expression correlate with aggressive behavior of breast implant associated anaplastic large cell lymphoma cells. Abstracts from uscap 2020: hematopathology (1316-1502). Modern pathology 33, 1409¿1586 (2020). The event of death is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: unknown.

Event description:
Through journal article ¿pd-l1 and cd8 expression correlate with aggressive behavior of breast implant associated anaplastic large cell lymphoma cells¿ two patients were reported to be ¿dead of disease.¿ affected side is right. The status of the devices is unknown.